Event description:
A pt with an intra-aortic balloon pump in place and low oxygen saturations, had a successful balloon angioplasty procedure performed on a lesion in the left anterior descending artery. An angioplasty balloon was then inserted to pre-dilate a long diffuse lesion in the circumflex coronary artery. After pre-dilatation, another MFR's stent was deployed in the circumflex artery. A second stent from another MFR was then inserted in attempts to place it distal to the first stent. The stent was unable to cross through the previously deployed stent despite aggressive attempts to advance the stent. Therefore, a 2.5mm diameter by 15mm length s660 over-the-wire stent delivery system was inserted. The stent was unable to cross to the lesion despite aggressive attempts, therefore, it was pulled back from the coronary artery. The stent was pulled partially into the guide catheter, then was pulled back with the guide catheter to the sheath. Upon removal into the sheath, the stent dislodged into the pt's right leg. There was no attempt to retrieve the undeployed stent and no further treatment to the circumflex artery. Subsequently, the pt refused intubation and the balloon pump was discontinued, based on the pt's wishes not to be placed on artifical life support equipment. It was reported that approximately 10 hours after the procedure the pt expired. The physician did not relate the stent dislodgement to the pt's death.